Event description:
A report was received that the patients ipg was flipping in the pocket. The patient underwent a revision procedure wherein the ipg was sutured down. No device malfunction was suspected. The patient was doing well postoperatively.